Event description:
It was reported that during a hals nephrectomy procedure, the device tore into two pieces between the hard middle ring and the lower flexible ring. Same thing happened with the second like device. Used a third like device to complete the procedure. There was no patient consequence.